Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that it is likely that the challenging anatomical conditions contributed to the reported marker lumen obstruction of flow. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted with a prostyle device after a right leg lower extremity angiogram interventional procedure using a 6f sheath. Reportedly, when the device was inserted and was against the backwall, there was no bleed back. The device was removed and replaced with a new prostyle device and the same failure occurred. Additionally, it was reported that the calcium was narrowing the vessel, preventing the blood flow. A new non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.